Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after three weeks of intra-aortic balloon (iab) therapy blood was seen leaking from the tubing surrounding the catheter as well as in the arterial tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The blood was notices after getting the patient back into bed. There was no evidence of a cracked shaft. The catheter flushed without fluid leakage, and there were no gas loss alarms on the console. There was no evidence of blood in the helium tubing. The customer was concerned about a contamination issue if blood can leak out around the catheter. It was also noted that the iab was inserted through another manufacturer's sheath. There was no patient harm or adverse event reported.